Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a catheter shaft fracture occurred. During the procedure, outside the patient, the shaft of the 4.512mm quantum maverick monorail balloon catheter was fractured. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a catheter shaft fracture occurred. During the procedure, outside the patient, the shaft of the 4.512mm quantum maverick monorail balloon catheter was fractured. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed a hypotube separation 35.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).